Manufacturer narrative:
Thermogard xp ivtm system s/n #(B)(4) was serviced at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4). A visual inspection of the system was performed and found no discrepancies or issues with the device. A review of the event log was performed and it was revealed the system was in standby mode for 3 hours which caused the patient temperature to drop below the target temperature; thus confirming the reported complaint. During functional testing, the reported complaint could not be reproduced. The functional testing was performed and the system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. In summary the customer's reported complaint was confirmed through review of the event log and was attributed to an incorrect setting mode. However, the system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. Per tgxp operation manual, if the system has been left in standby mode for more than the specified time, the system is not cooling or warming when in stanby mode and an alarm will sound to remind the user that the system remains in standby. Customer's site.

Event description:
The thermogard xp ivtm system (s/n (B)(4)) was used on (B)(6) year old male patient, weighing (B)(6). It was reported that the patient temperature was lower (31 degrees celsius) than the target temperature (33 degrees celsius). Another (B)(4) system was used to continue the therapy. The state of the patient is very critical from the condition he was hospitalized for but he is alive.